Manufacturer narrative:
Patient weight not available for reporting. Additional product code: jey, gxr. Device malfunctioned intra-operatively and was not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing a craniotomy procedure on (B)(6) 2018 when the matrixneuro screw head broke off while being inserted in patient. The fragment was extracted from the patient. The surgeon used another screw from the tray. There was no surgical delay. Patient was not affected and the surgery was completed successfully. Concomitant devices reported: matrixneuro mesh (part number unknown, lot number unknown, quantity 1), screwdriver (part number unknown, lot number unknown, quantity 1). This report is for one (1) matrixneuro screw. This is report 1 of 1 for (B)(4).